Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information: ts reviewed available device data, noting only four episodes have been recorded since implant, two of which contain inappropriate shock therapy. The signals in these episodes have the same characteristics: diminished baseline, signal saturation, and reduced and difficult to distinguish r amplitude. After the shocks, the baseline returns to normal with normal r amplitudes. Given the date of implantation, ts suspects the electrode was incorrectly inserted into the connector block. Troubleshooting and updated, better quality x-ray imaging was recommended.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.